Event description:
The customer reported the ortho provue analyzer resulted a sample containing anti-e antibody as negative using 0.8% resolve panel a lot#vra128. Since antibody screen results were initially positive with the sample, the customer performed a full crossmatch on two units and obtained negative/compatible results. Both units were transfused successfully with no reports of any adverse reactions. Testing occurred on (B) (6) 2009. The units transfused were confirmed to be e negative. Repeat testing performed on the provue using the sample and alternate lot of reagents and also lot#vra128 showed positive results with e+ donors. The customer was unable to duplicate the false results on the provue. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined regarding the false negative antibody identification results initially obtained on the provue with the panel cells. The customer reported that they performed additional testing with 0.8% resolve panel b cells and obtained positive (1+) reactivity with e+ homozygous cells (e+e-), except for cell #20 (e+e+) which reacted negative with the sample. The customer further repeated the sample on the analyser using the same 0.8% resolve panel a lot# vra128 and obtained a 1+ reaction with both e+ donors on the panel (cell #3 e+, e- and 6# e+e+) which was initially negative. The customer was unable to duplicate the negative reactivity using lot# vra128 with the sample. All testing was acceptable upon repeat testing. Therefore, service was not required,. Instrument malfunction could not be identified. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4)